Event description:
The user facility reported the pt's bladder was ruptured during a transurethral resection of the prostate (turp) on 2/17/2006. The pt was immediately rushed to have their bladder repaired. The pt was later discharged with a cathedar in place and will return in 10 to 14 days for re-evaluation.